Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the patient's implantable cardiac monitor's stored electrograms were unable to be cleared due to a telemetry issue. A device download was performed and the issue was resolved. The patient would continue with normal follow-up.